Manufacturer narrative:
The pump was not returned to animas. Pump settings and delivery history were reviewed and confirmed as accurate. There is no evidence of a mechanical pump failure. The patient used refrigerated insulin to fill the cartridge and noticed air bubbles. The owner's booklet instructs the user to always fill the cartridge with room temperature insulin.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was found to be operating within required specifications and delivering insulin accurately. A review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal pump use noted in the pump history. The pump history indicated that the pump was in use until (B)(6) 2011; the history for the date(s) of the reported hospitalization was unavailable due to continued pump use. The pump was exercised for 29 hours with no insulin delivery issues. A normal bolus and an ezbolus were programmed and successfully delivered, and were accurately recorded in the pump history. There were no insulin delivery defects found on investigation.

Event description:
The patient and his father reported that back in (B)(6) 2010 the patient had elevated blood glucose levels (between 500 and 600 mg/dl) with large ketones and stopped pump therapy. The patient was reportedly admitted to the emergency room due to borderline dka and dehydration. The patient was treated with IV fluids and insulin by injection. The patient was reportedly discharged with a blood glucose level of 400 mg/dl and put on insulin injections. The patient's blood glucose level reportedly resolved to 200 mg/dl later that night but has not been on pump therapy since the ER visit. The patient was reportedly using refrigerated insulin to fill his cartridge and found air bubbles frequently in the tubing.